Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the helix will not extend because dried blood in the distal conductor prevents torque transfer to the helix when the is-1 pin is rotated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead pacing impedance rose and became high. It was noted that the lead helix would not extend completely. The lead was never implanted and another lead was used. No patient complications have been reported as a result of this event.